Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the joystick turns on and has a normal display, but the joystick will not function anything unless the user taps the side of the joystick.